Event description:
According to the pt, by phone: the graft was implanted in 1996, reason and location of implant not forthcoming from pt. Six months ago, approximately in 2004, the pt began to experience cramping in both legs when walking. Three months ago, approximately in 3/2004, the pt was evaluated by doppler probe for a circulation problem, the results were negative. The graft remains implanted. Exact incident and pt eval dates are unk and have been approximated for reporting purposes only.